Manufacturer narrative:
(B) (4): eval results other: visual inspection of the returned product showed half the lens was torn off and missing, and there was a tear in the half received. There was evidence of a clear surgical residue. (B) (4)

Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens, the foam tip plunger overrode and tore the lens. The lens was cut out of the eye without any pt injury. The reporter stated the incident was the result of a loading error.